Event description:
The customer reported that the central nurse's station (cns) rebooted on its own. This occurred after the printing function was grayed out and they attempted to initially reboot the unit, but the second reboot happened on its own. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) rebooted on its own. This occurred after the printing function was grayed out and they attempted to initially reboot the unit, but the second reboot happened on its own. No patient harm was reported. Investigation summary: as the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. A cns may enter a boot loop, which means it repeatedly restarts and fails to fully boot into the operating system, due to various reasons. Here are some common causes: 1) hardware or software conflicts: incompatible or faulty hardware components, such as ram, graphics card, or hard disk drives, can cause boot loops. Similarly, conflicting or corrupt software, including device drivers or system files, may trigger the issue. 2) overheating: if the pc's temperature exceeds safe limits, it can lead to instability and unexpected restarts. Overheating can be caused by inadequate cooling, clogged air vents, malfunctioning fans, or excessive dust accumulation. 3) power supply issues: insufficient or fluctuating power supply from the power outlet, faulty power cables, or a defective power supply unit (psu) can cause a system to repeatedly restart. 4) operating system errors: software issues within the operating system, such as a corrupted system file, driver conflicts, or malware infections, can trigger a boot loop. 5) hardware failure: hardware failures, like a failing hard disk drive or a malfunctioning motherboard, can cause boot loops if the pc cannot properly initiate the boot process. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. The following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. Attempt #1: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The customer reported that their central nurse's station (cns) rebooted on its own. This occurred after their printing function was grayed out and they attempted to initially reboot the unit, but the second reboot happened on its own. No harm or injury was reported.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) rebooted on its own. This occurred after their printing function was grayed out and they attempted to initially reboot the unit, but the second reboot happened on its own. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.